Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Medwatch received from the hospital. Hospital reported that the tip of the 2.0 mm drill bit broke off in the pt's ankle. Operative report was reviewed by the hospital and no info was available regarding status of the broken drill bit. It is undetermined as to whether the drill bit remained in the pt or was retrieved.